Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter and catheter body revealed user related hole.

Event description:
It was reported that the patient experienced increased spasticity/sub-therapeutic effect. The pump and catheter were explanted. Upon explant of the catheter, fibrous tissue was noted at the tip of the catheter. Per the health care provider, it was not device related. There was no patient injury and the patient outcome was noted as recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731 lot # n003983229 implanted on: (B)(6) 2005 explanted on: (B)(6) 2012. (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.